Event description:
It was reported, the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found the pedal board to be malfunctioning due to floor pedals. The fe replaced the pedal board and removed the wax on the foot pedals. The fe verified that the table locks was functioning according to specifications.